Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 276-350 mg/dl. Reportedly the customer was not performing the air removal step correctly and over filling the cartridge. Tandem technical support educated the customer that not performing the air removal step and over filling the cartridge is off label per the tandem user guide. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer changed the cartridge to resolve the issue and resumed insulin delivery.